Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7168670/7168664, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36907913, UDI: (B)(4).

Event description:
It was reported that the patients' incisions were not healing. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.